Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a male patient (born in (B)(6)) coincident with dianeal therapy. On an unreported date, the patient began treatment with dianeal therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy is ongoing. During a call with baxter global pharmacovigilance , the following was reported. On (B)(6) 2012, the hp went to their primary care physician due to a complaint of "not feeling well" . Treatment rendered for the events was not reported. The hp was not hospitalized for the peritonitis. The cause of the peritonitis was reported to be touch contamination after cleaning out a horse stable. Follow-up information received on (B)(6) 2012. Information was received from the hp's rn, which medically confirmed this report. The rn stated the hp received re-training on proper pd therapy aseptic technique and the client is currently recovering. The peritonitis was not related to the hp's peritoneal dialysis therapy or any hardware, disposable or solutions used during therapy. The nurse stated the peritonitis was due to touch contamination after cleaning out a horse stable. The rn stated no additional details are available related to this report and requested not to be contacted again.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.